Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was retracted. Resistance testing found the lead was electrically continuous. Helix mechanism test was not performed due to dried blood in helix housing. The helix allegation was confirmed based on the necked down, deformed cathode (inner) coil near terminal end which block passage of a stylet.

Event description:
It was reported that this patient complained about discomfort since the original implant. After attempted to reposition the right ventricular (rv) lead, there were helix extension/retraction issues, therefore, the lead was explanted and replaced. No additional adverse patient effects.

Manufacturer narrative:
The product has been received for analysis. This investigation will be updated should pertinent information be provided.

Event description:
It was reported that this patient complained about discomfort since the original implant. After attempted to reposition the right ventricular (rv) lead, there were helix extension/retraction issues, therefore, the lead was explanted and replaced. No additional adverse patient effects.